Event description:
Covidien received info that, during pt use, an 840 ventilator became inoperable. The pt was switched to another ventilator. There was no harm or pt injury reported.

Manufacturer narrative:
(B)(4). The covidien customer support engineer inspected the device and verified the customer reported issue. The cse replaced the analog interface (ai) printed circuit board and exhalation transducer printed circuit board (pcb), which resolved the customer reported issue. The ventilator passed performance verification testing (pvt) and calibrations.